Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that every now and then they get a burst in their leg and it goes down the left side of their leg to their feet. Patient said the sensation was not as bad as it was when they first got the implant. Reviewed option to decrease stim, also reviewed how positional changes can affect stim. The patient was on program 1 at 5.3 and said they try to increase stim every morning. Reviewed stim should only be increased if not getting a 50% reduction in symptoms. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.